Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - ni . Date explanted - ni. (B)(4). Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01521 / 01522).

Event description:
During a revision procedure, the ring was found to be stuck in the shell and the locking mechanism did not function. This resulted in the shell being removed, which had not been initially planned. There was an approximately 180 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Evidence of deformation, scratches, and damage were noted on the device, and evaluation of the device indicates this possibly occurred as a result of extraction of the acetabular liner. Root cause of the event was most likely due to extraction of the device during the revision procedure; however, a conclusive root cause could not be determined without additional information. The locking ring was also evaluated and review of the device history and manufacturing records found no evidence of product non-conformance. Evidence of debris located between the ring and the shell is noted on the device, and evaluation of the device indicates that the locking ring being pinched inside of the shell ring groove is likely from the damage sustained to the acetabular cup along with extraction of the product. Root cause of the locking ring being pinched within the shell was most likely due to the debris and the edges of the shell being deformed; however, a conclusive root cause could not be determined without additional information.